Event description:
Pt underwent right total hip arthroplasty during 1989. In 1993, the pt underwent revision of the hip because of excessive wear of the metal acetabulum. She was doing well until this spring when she noted swelling of the hip and reported a "squeaking" sound of the hip. Approx. One month ago, she demonstrated evidence of a subluxation and it became uncomfortable for the pt to bear weight on the extremity. Examination revealed pain with rotation. Radiographs were taken prior to admission of the pt to the hospital which revealed progressive and lateral migration of the femoral head and it was felt this was due to problems with the acetabular liner. She did not complain of any groin or anterior thigh pain to suggest any problem with the stem. The pt was taken to surgery. Intraoperatively, a fracture of the acetabular liner was noted with marked loss of the posterior wall, which had allowed the dislocation. The liner was removed and found to be in several fragments. The joint capsule was found to have a black discoloration. The acetabular cup and liner were replaced. The joint capsule and synovium of the hip were excised as well.